Manufacturer narrative:
Date of report: 09may19. Date rec¿d by MFR: 07may19. Information was received that the ventilator has been repaired and there were no parts replaced. Unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator touchscreen is not sensitive, and some functions can not be achieved. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 05jun2019. A touchscreen was return for analysis. An investigation was performed and the customer complaint was duplicated, the touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.